Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. No additional information regarding this event was provided. The contact inquired whether the bolus had to be re-entered onto the pump. Cts informed the customer to check the bolus history to confirm how many units had been delivered in order to accurately program the units for the new bolus.